Event description:
It was reported that a catheter issue occurred. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, which was tight at the ostium of the subclavian. The catheter was not able to cross the target lesion, so another device was used to pre-dilate the lesion. After pre-dilation, the opticross 18 catheter was advanced to the target lesion, however during pullback the catheter stopped, and the physician was experiencing difficulty in removing the catheter from the patient. After a few minutes, the physician was able to remove the catheter from the patient, where it was noted that the opticross 18 catheter had wrapped around the guidewire. The procedure was completed successfully using the device before the twist occurred, and there were no patient complications reported due to this event.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. During product analysis it was observed that the catheter wasn't functionally tested because the catheter was returned with guidewire, also with microscope guidewire exit port and tip assembly was found damaged and deformed. Also was observed entanglement and catheter twist began20 cm from the lap joint section. Additionally, kink was observed in the telescope assembly during the visual inspection. The media attached to the parent record shows an entanglement and twist.

Event description:
It was reported that a catheter issue occurred. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, which was tight at the ostium of the subclavian. The catheter was not able to cross the target lesion, so another device was used to pre-dilate the lesion. After pre-dilation, the opticross 18 catheter was advanced to the target lesion, however during pullback the catheter stopped, and the physician was experiencing difficulty in removing the catheter from the patient. After a few minutes, the physician was able to remove the catheter from the patient, where it was noted that the opticross 18 catheter had wrapped around the guidewire. The procedure was completed successfully using the device before the twist occurred, and there were no patient complications reported due to this event.